Event description:
Related manufacturer reference number: 2017865-2022-47724. It was reported that the patient presented to the hospital for an explant procedure on (B)(6) 2022. During examination of the leads, it was noted that there was a valve issue and the right ventricular (rv) leads were suspected of causing it. The physician explanted the whole system along with rv leads on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI # not available as product was manufactured on or before sep 23, 2014

Manufacturer narrative:
The reported event was ¿valve issue¿. As received, a partial lead was returned in two pieces. The reported event of valve issue was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the partial lead found three external insulation abrasions breaching the outer insulation and exposing the outer coil distal to suture tie impression. The cause of external insulation abrasions is consistent with friction to another device or feature of patient anatomy.